Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/periods became heavier after the essure was implanted') and clostridium difficile colitis ('gastrointestinal or digestive system condition: clostridium diff. Colitis') in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, fatigue, fibroids and polyps. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced clostridium difficile colitis (seriousness criteria hospitalization and medically significant), herpes zoster ("autoimmune disorder: shingles"), dysmenorrhoea ("dysmenorrhea (cramping)"), pustule ("allergic or hypersensitivity reaction type: pus filled bumps") and abdominal pain ("severe and persistent abdominal cramp"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic cramp / severe and persistant pain /physical pain"), cystitis ("infection (bladder / urinary tract / vaginal) - type: bladder") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti's"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("allergic or hypersensitivity reaction: hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin condition"), dyspareunia ("dyspareunia (painful sexual intercourse)") and skin infection ("skin infections"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches/severe and persistent headaches"). In 2017, the patient was found to have blood urine present ("bladder or urinary problems blood in urine"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), uterine spasm ("uterine cramps"), back pain ("back pain"), genital haemorrhage ("bled for 10 months"), weight fluctuation ("gained 50 pounds /lost the weight after essure"), acne ("acne") and menstrual disorder ("worst period"). The patient was treated with aciclovir sodium (acyclovir abbott vial) and surgery (ablation and tooth extraction). Essure was removed. At the time of the report, the menorrhagia, clostridium difficile colitis, tooth disorder, pelvic pain, vaginal haemorrhage, alopecia, dermatitis allergic, herpes zoster, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, skin infection, migraine, allergy to metals, pustule, uterine spasm, blood urine present, back pain, genital haemorrhage, weight fluctuation, acne and menstrual disorder outcome was unknown and the headache and abdominal pain had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, back pain, blood urine present, clostridium difficile colitis, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, herpes zoster, menorrhagia, menstrual disorder, migraine, pelvic pain, pustule, skin infection, tooth disorder, urinary tract infection, uterine spasm, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion,. Diagnostic results: type of test: dye test, results of your essure confirmation test: she was told that it was successful and that the tubes were blocked. On approx. (B)(6) 2013. Lot number: a95862 manufacture date: 2013-01 expiration date: 2016-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/periods became heavier after the essure was implanted') and clostridium difficile colitis ('gastrointestinal or digestive system condition: clostridium diff. Colitis') in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, fatigue, fibroids and polyps. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced clostridium difficile colitis (seriousness criteria hospitalization and medically significant), herpes zoster ("autoimmune disorder: shingles"), dysmenorrhoea ("dysmenorrhea (cramping)"), pustule ("allergic or hypersensitivity reaction type: pus filled bumps") and abdominal pain ("severe and persistent abdominal cramp"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic cramp / severe and persistant pain /physical pain"), cystitis ("infection (bladder / urinary tract / vaginal) - type: bladder") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti's"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("allergic or hypersensitivity reaction: hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin condition"), dyspareunia ("dyspareunia (painful sexual intercourse)") and skin infection ("skin infections"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches/severe and persistent headaches"). In 2017, the patient was found to have blood urine present ("bladder or urinary problems blood in urine"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), uterine spasm ("uterine cramps"), back pain ("back pain"), genital haemorrhage ("bled for 10 months"), weight fluctuation ("gained 50 pounds /lost the weight after essure"), acne ("acne") and menstrual disorder ("worst period"). The patient was treated with aciclovir sodium (acyclovir abbott vial) and surgery (ablation and tooth extraction). Essure was removed. At the time of the report, the menorrhagia, clostridium difficile colitis, tooth disorder, pelvic pain, vaginal haemorrhage, alopecia, dermatitis allergic, herpes zoster, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, skin infection, migraine, allergy to metals, pustule, uterine spasm, blood urine present, back pain, genital haemorrhage, weight fluctuation, acne and menstrual disorder outcome was unknown and the headache and abdominal pain had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, back pain, blood urine present, clostridium difficile colitis, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, herpes zoster, menorrhagia, menstrual disorder, migraine, pelvic pain, pustule, skin infection, tooth disorder, urinary tract infection, uterine spasm, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion,. Diagnostic results: type of test: dye test, results of your essure confirmation test: she was told that it was successful and that the tubes were blocked. On approx. (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- genital hemorrhage, weight fluctuation, acne, worst period. Reporter was added. Event physical pain was clubbed with pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/periods became heavier after the essure was implanted"), clostridium difficile colitis ("gastrointestinal or digestive system condition: clostridium diff. Colitis") and tooth disorder ("dental problems") in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, fatigue, fibroids and polyps. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced clostridium difficile colitis (seriousness criteria hospitalization and medically significant), herpes zoster ("autoimmune disorder: shingles"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash pustular ("allergic or hypersensitivity reaction type: pus filled bumps") and abdominal pain ("severe and persistent abdominal cramp"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic cramp / severe and persistant pain"), cystitis ("infection (bladder / urinary tract / vaginal) - type: bladder") and urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti's"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("allergic or hypersensitivity reaction: hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin condition"), dyspareunia ("dyspareunia (painful sexual intercourse)") and skin infection ("skin infections"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches/severe and persistent headaches"). In 2017, the patient was found to have blood urine present ("bladder or urinary problems blood in urine"). On an unknown date, the patient experienced pain ("physical pain"), allergy to metals ("nickel allergy"), uterine spasm ("uterine cramps") and back pain ("back pain"). The patient was treated with aciclovir sodium (acyclovir abbott vial) and surgery (ablation and tooth extraction). Essure was removed. At the time of the report, the menorrhagia, clostridium difficile colitis, tooth disorder, pelvic pain, vaginal haemorrhage, pain, alopecia, dermatitis allergic, herpes zoster, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, skin infection, migraine, allergy to metals, rash pustular, uterine spasm, blood urine present and back pain outcome was unknown and the headache and abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, blood urine present, clostridium difficile colitis, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, herpes zoster, menorrhagia, migraine, pain, pelvic pain, rash pustular, skin infection, tooth disorder, urinary tract infection, uterine spasm and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Diagnostic results: type of test: dye test, results of your essure confirmation test: she was told that it was successful and that the tubes were blocked. On approx. (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet received. Events added from pfs- back pain. Event menorrhagia make medically significant and intervention required. Lab data, treatment drug were added. Event bladder or urinary problems or changes replaced with blood in urine. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.